Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer stated the silicone seal does not split and needs fiddling to release the lead. Patient was present at time of event. No patient complications reported.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, d3, g1, g3, g6, h2, h6 & h11. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Multiple attempts were made to obtain the device location, but the device was discarded. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. As per the event description, the customer stated the silicone seal does not split and needs fiddling to release the lead. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer provided the type of procedure as system implant procedure. The issue occurred during the procedure. Procedure delay was less than 30 minutes. The implant was successful with no adverse patient/user effects and no evidence of therapeutic impact. Product was discarded.